Manufacturer narrative:
Anastomotic leak. No corrective or remedial actions were taken. The cumulative leak rate with the use of the car 27 device is within the law range of the leak rate reported in the literature.

Event description:
The patient had a laparoscopic assisted colon resection surgery with 9-10cm anastomosis using the car 27 device. The patient was chemo-irradiated. The patient complained of abdominal pain on postoperative day 4 and a leak was observed. Patient was given diverting ileostomy and will be rescheduled for re-connective surgery post diversion period. Patient is currently doing fine.